Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented emergently with abdominal pain on an unknown date; CT (computerized tomography) scan revealed a type lllb endoleak (graft tear at the aortic bifurcation) with an expanding aneurysm sac (unknown diameter). The physician plans to treat the patient by implanting a gore (non-endologix) endograft. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and medical images but no response was received from the hospital. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented emergently with abdominal pain on an unknown date; CT (computerized tomography) scan revealed a type lllb endoleak (graft tear at the aortic bifurcation) with an expanding aneurysm sac (unknown diameter). The physician plans to treat the patient by implanting a gore (non-endologix) endograft. As of date, there have been no additional patient sequelae reported. Additional information: a successful reintervention was completed and the patient was treated with a non endologix (gore) device. The patient was reported as stable post reintervention.